Event description:
The customer reported via phone call indicating that the insulin pump was unable to download to carelink. Customer's blood glucose was 215 mg/dl. The customer stated that message was unable to communicate with the device.

Manufacturer narrative:
Findings: pump unable to download to the care link software due to a47 alarms in alarm history screen. A47 alarms due to corrupted history file. Pump received with cracked reservoir tube lip and minor scratched lcd window.